Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to sub-cuff atrophy that caused recurring incontinence, the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.0 cm cuff implanted proximal and 3.5 cm cuff implanted distal, pump and balloon were implanted. It was noted that this patient was doing fine post-op. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.